Manufacturer narrative:
The field service representative (fsr) inspected the instrument (alinity I processing module, serial number (B)(6)) and performed troubleshooting procedures. Aspiration errors on the r1 pipettor were observed and it was determined that the tube, r1-r2 pipettor probe to pm sensor required replacement, which resolved the customer`s reported issue. A review of the instrument service history for alinity I, serial number (B)(6) confirmed that no subsequent complaints have been reported related to the customer`s event a review of tracking and trending data for the alinity I processing module did not identify an increase in complaint activity. Additionally, trending data associated with the tube, r1-r2 pipettor probe to pm sensor did not identify any trends. Labeling was reviewed and was found to appropriately address the customer reported event. A review of manufacturing documentation for both the alinity I processing module and the tube, r1-r2 pipettor probe to pm sensor did not identify any issues associated with the reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module serial number (B)(6) or the tube, r1-r2 pipettor probe to pm sensor.

Event description:
The customer observed falsely depressed alinity I cmv igg avidity result for one patient. The customer provided the following data: sid (B)(6): cmv igg = 2176.2 au/ml reactive. Cmv avidity = -119.9 % low avidity. Sample was repeated: cmv igg = 2350.5 au/ml reactive. Cmv avidity = 84.2% high avidity there was no reported impact to patient management.

Event description:
The customer observed falsely depressed alinity I cmv igg avidity result for one patient. The customer provided the following data: sid (B)(6): cmv igg = 2176.2 au/ml reactive, cmv avidity = -119.9 % low avidity. Sample was repeated: cmv igg = 2350.5 au/ml reactive. Cmv avidity = 84.2% high avidity there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).